Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2)

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed. No issues were noted with the device. On (B)(6) 2014 the patient experienced exacerbated asthma. The patient went to the ER on (B)(6) 2014 for worsening dyspnea and was admitted to the hospital later that day. The patient was treated with solumedrol. The patient was discharged from hospital on (B)(6) 2014. The event was reported as resolved on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.30, fev1 % predicted: 68.05, fvc: 2.96, fvc % predicted: 69.00. Post-bronchodilator: fev1: 2.39, fev1 % predicted: 70.71, fvc: 3.00, fvc % predicted: 69.93. Additional information received as of december 4, 2014. The patient went to the ER on (B)(6) 2014 for exacerbated asthma with worsening dyspnea. The patient was admitted to the hospital the following day on (B)(6) 2014. According to the complainant, the resolution date for the exacerbated asthma was changed from (B)(6) 2014 to (B)(6) 2014. During the hospitalization for the asthma exacerbation a chest x-ray revealed right upper lobe (lung) opacity; no pneumonia. The onset date of this adverse event is (B)(6) 2014. The patient was treated with levaquin and the event resolved on (B)(6) 2014. Additionally, the patient experienced supraventricular tachycardia and was treated with IV diltiazem. The onset and resolution date of this adverse event is (B)(6) 2014. Additional information received as of december 12, 2014. The account reports the following adverse events; angular chelitis, steroid induced hyperglycemia, worsening gastroesophageal reflux disease, constipation, non-cardiac chest pain, and insomnia.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (b)(60 2014 as part of the (B)(6). According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed. No issues were noted with the device. On (B)(6) 2014 the patient experienced exacerbated asthma. The patient went to the ER on (B)(6) 2014 for worsening dyspnea and was admitted to the hospital later that day. The patient was treated with solumedrol. The patient was discharged from hospital on (B)(6) 2014. The event was reported as resolved on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.30, fev1 % predicted: 68.05, fvc: 2.96, fvc % predicted: 69.00. Post-bronchodilator: fev1: 2.39, fev1 % predicted: 70.71, fvc: 3.00, fvc % predicted: 69.93.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed. No issues were noted with the device. On (B)(6) 2014 the patient experienced exacerbated asthma. The patient went to the ER on (B)(6) 2014 for worsening dyspnea and was admitted to the hospital later that day. The patient was treated with solumedrol. The patient was discharged from hospital on (B)(6) 2014. The event was reported as resolved on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator; fev1: 2.30; fev1 % predicted: 68.05; fvc: 2.96; fvc % predicted: 69.00. Post-bronchodilator; fev1: 2.39; fev1 % predicted: 70.71; fvc: 3.00; fvc % predicted: 69.93. Additional information received as of (B)(4) 2014. The patient went to the e.r. On (B)(6) 2014 for exacerbated asthma with worsening dyspnea. The patient was admitted to the hospital the following day on (B)(6) 2014. According to the complainant, the resolution date for the exacerbated asthma was changed from (B)(6) 2014. During the hospitalization for the asthma exacerbation a chest x-ray revealed right upper lobe (lung) opacity; no pneumonia. The onset date of this adverse event is (B)(6) 2014. The patient was treated with levaquin and the event resolved on (B)(6) 2014. Additionally, the patient experienced supraventricular tachycardia and was treated with IV diltiazem. The onset and resolution date of this adverse event is (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed. No issues were noted with the device. On (B)(6) 2014 the patient experienced exacerbated asthma. The patient went to the e.r. On (B)(6) 2014 for worsening dyspnea and was admitted to the hospital later that day. The patient was treated with solumedrol. The patient was discharged from hospital on (B)(6) 2014. The event was reported as resolved on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator - fev1: 2.30, fev1 % predicted: 68.05, fvc: 2.96, fvc % predicted: 69.00. Post-bronchodilator - fev1: 2.39, fev1 % predicted: 70.71, fvc: 3.00, fvc % predicted: 69.93. Additional information received as of december 4, 2014. The patient went to the e.r. On (B)(6) 2014 for exacerbated asthma with worsening dyspnea. The patient was admitted to the hospital the following day on (B)(6)2014. According to the complainant, the resolution date for the exacerbated asthma was changed from (B)(6) 2014. During the hospitalization for the asthma exacerbation a chest x-ray revealed right upper lobe (lung) opacity; no pneumonia. The onset date of this adverse event is (B)(6) 2014. The patient was treated with levaquin and the event resolved on (B)(6) 2014. Additionally, the patient experienced supraventricular tachycardia and was treated with IV diltiazem. The onset and resolution date of this adverse event is (B)(6) 2014. Additional information received as of december 12, 2014. The account reports the following adverse events; angular chelitis, steroid induced hyperglycemia, worsening gastroesophageal reflux disease, constipation, non-cardiac chest pain, and insomnia. Additional information received as of january 9, 2015. According to the complainant the following adverse events have been deemed not related to the bt procedure, steroid induced hyperglycemia, worsening gastroesophageal reflux disease, constipation, and insomnia. The reported events of steroid induced hyperglycemia, worsening gastroesophageal reflux disease, constipation were considered resolved as of (B)(6)2014. The reported event of insomnia was considered resolved as of (B)(6) 2014. During the hospitalization admissions for asthma exacerbation the patient experienced chest pain and was treated with ibuprofen and percocet. A ck-mb and ECG showed normal results except for tachycardia. The onset date for the adverse event non-cardiac chest pain was (B)(6) 2014. The non-cardiac chest pain was reported to have resolved on (B)(6) 2014. The reported event of tachycardia was considered resolved as of (B)(6) 2014. The patient experienced an event of angular chelitis on (B)(6) 2014. The angular chelitis was determined to be sequelae from the asthma exacerbation and steroid use. The patient was treated with nystatin and the event was reported to have resolved on (B)(6) 2014. There were no reported hospitalizations or ER visits as a result of this event.

Manufacturer narrative:
(B)(6). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.